Manufacturer narrative:
(B)(4). Batch # r93n8n. Device analysis: the analysis results found that a device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection of the device, the foreign body was confirmed to be a hair and taped to the device. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a foreign matter like a hair was found in the package when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.